Manufacturer narrative:
E1 first name-(B)(6) the device was returned to olympus for inspection and the reported failure for stone stuck in the working channel was not confirmed. However, olympus was able to confirm the customer failure clogged. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects come out of distal end. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had clogged stone stuck in the working channel. The issue was found during inspection for use. There were no reports of patient involvement.